Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The cause of the aneurysm enlargement could not be determined with the provided information.

Event description:
On (B)(6) 2010, the patient underwent treatment of a thoracic aneurysm with a gore® tag® thoracic endoprosthesis. It was reported that on discharge date of (B)(6) 2010, the aneurysm measured 55.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) 2011: 58.0 mm, (B)(6) 2011: 57.0 mm, (B)(6) 2012: 54.0 mm, (B)(6) 2013: 57.0 mm, (B)(6) 2014: 60.0 mm, (B)(6) 2015: 61.0 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.